Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable. No patient injury was reported.

Manufacturer narrative:
B5: initial reporter occupation was updated to non-healthcare professional on 20-jun-2022. The information was provided in the notification email. (20-jun-2022 is the date the missing initial reporter occupation was discovered).